Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, pump received constant failed battery alarms after new battery installation. Unable to perform the displacement test, sleep current test, active current test and self test or verify low battery alarm due to constant failed battery alarms. Pcba 2 was swapped out and pump powered up successfully with no failed battery alarms noted. Battery cycle 18.0 received the lowbatteryalert (104) on (B)(6) 2025 01:32:00 after more than 7 days at 11.52 days. Battery cycle 16.0 received the lowbatteryalert (104) on (B)(6) 2025 13:01:00 after more than 7 days at 8.23 days. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2025 21:36:00 after more than 7 days at 9.95 days. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2025 13:07:00 after more than 7 days at 10.15 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 23:46:00 faster than expected at 5.84 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 21:22:01 after more than 7 days at 10.07 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. In conclusion, off no power without a low battery were confirmed due problem isolated to pcba 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received repeated battery failures without prior low battery alerts, leading to insulin delivery stoppages and received replace battery alarms. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported no damage to the battery cap. The customer was advised that the insulin pump would be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.